Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. Stryker determined the protective pcb was the cause of the reported issue. After completing other repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for service.

Event description:
A customer contacted stryker to report that controls on their device were unresponsive. In this state, a delay in cardiopulmonary resuscitation may occur. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. There was no patient use associated with the reported event.

Manufacturer narrative:
The cause of the reported issue was determined to be a failed protective board pcba and a failed control board pcba.

Event description:
A customer contacted stryker to report that controls on their device were unresponsive. In this state, a delay in cardiopulmonary resuscitation may occur. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. There was no patient use associated with the reported event.